Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that a period of no readings occurred. Data was evaluated and the allegation was confirmed as a loss of connection. The probable cause was determined to be potential patient misuse. The reported issue of no data is reportable based on the finding of an unrecoverable loss of connection greater than 3 hours. No injury or medical intervention was reported.